Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event is confirmed. Visual examination of the returned product identified the impactor pad exhibits signs of use (gouges) and is fractured. All pieces were returned. Per the print, the metal insert should be sitting flush inside the impactor pad and it was returned seated higher in the threads, however per the provided picture, the insert was disassembled from the pad, secondary to the fracture. Performed dimensional analysis of product identifier which was conforming and visually confirmed product identifiers. Product information verified from etch. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the femoral impactor broke in surgery. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. The surgery was completed with a second device. Attempts have been made and all available information has been provided.